Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that there was missing data points on the continuous glucose monitor graph. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose level was 257 mg/dl.